Manufacturer narrative:
Initial reporter name: (B)(6). A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture, baker grade-4, suspected/actual rupture/deflation, change shape/size/style".

Event description:
Healthcare professional reported "capsular contracture, baker grade-4" and "rupture" against right device. The device has been explanted.